Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation; however, after multiple inflations, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.